Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from origin length 58cm to 59.5cm. Distortion of distal conductor causing the stylet stuck and could not remove from lead. The helix was cover with blood. Lead was damaged during implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was an issue with the lead body and it would not advance through the dilator. The lead was removed, and a second lead was introduced into the patient. During that lead placement the patient went into ventricular tachycardia (vt). The patient was externally shocked, and the lead became unsterile and was removed. A perforation with tamponade was identified. Surgical intervention was required, and the patient was taken to the intensive care unit (ICU). No further patient complications have been reported as a result of this event.